Event description:
Discordant falsely elevated potassium (k), urea nitrogen (bun), and creatinine (cre2) patient sample results were obtained for a patient on a dimension® exl¿ 200 system. The falsely elevated results were reported to the physician. The patient was redrawn, and the new sample was processed on an alternate non-siemens system. Lower results, considered correct, were obtained and reported. The original sample was reprocessed on dimension exl system and the potassium (k), urea nitrogen (bun), and creatinine (cre2) results remained falsely elevated. The original and reprocessed results from the original patient sample did not match the processed results from the redrawn sample; and the physician concluded the original patient sample was processed from the mislabeled sample tube. The patient was admitted to the alternate facility based upon the falsely elevated results. There were no known reports of adverse health consequences due to the hospital admission or the falsely elevated patient results.

Manufacturer narrative:
A united states customer contacted siemens customer care center regarding falsely elevated potassium (k), urea nitrogen (bun), and creatinine (cre2) results obtained with a patient sample on a dimension® exl¿ 200 system. Results on the sample which gave the discordant results and a redraw sample did not correspond. The physician stated that they regarded the original sample as a mislabeled specimen. Siemens is investigating the event.

Manufacturer narrative:
Additional information (19-aug-2022): siemens headquarters support center (hsc) completed the investigation of the falsely elevated potassium (k), urea nitrogen (bun), and creatinine (cre2) results obtained with a patient sample on a dimension® exl¿ 200 system. Hsc reviewed the information provided by the customer. Quality control results were within the customer's established ranges. Repeat of the same sample yielded expected results. No issues were noted with other patient samples indicating that the dimension® exl¿ 200 system, potassium (k), urea nitrogen (bun), and creatinine (cre2) assays were performing acceptably. The attending physician concluded the original sample was a mislabel. No other evidence by the customer was provided to verify this conclusion. Hsc is unable to confirm that a mislabeled sample is the probable cause of the discordant result. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. Initial MDR 2517506-2022-00215 was filed on 08-aug-2022. Section h6 has been updated to reflect the hsc investigation.